Manufacturer narrative:
The device was returned. The investigation has been completed, and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had slight discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description. The root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint device has been returned and an investigation is ongoing. Following the conclusion of the investigation a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance has broken. Reportedly the anchor on the side broke. No injury was reported.